Manufacturer narrative:
Device passed displacement test, rewind, and basic occlusion test. Unable to prime during prime test due to faulty force sensor resistor. Motor was tested outside the device and passed. No motor error alarm noted. Unable to complete testing due to prime anomaly. Device received with scratched lcd window, cracked lcd display window corners, cracked reservoir tube, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarm and motor position encoder error alarm. Customer's blood glucose was 204 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.